Manufacturer narrative:
The initial complaint was reviewed and found not reportable. There is no allegation of a complaint against this device, there is no reported malfunction. There is no indication that this device may have caused or contributed to the reported adverse event. It is unknown if the patient had any symptoms associated with the reported finding of osteophyte formation, or whether there was any treatment for this event. In addition, the investigator documented that this is "normal aging". If additional information becomes available, this determination should be re-reviewed by a clinician. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The initial complaint was reviewed and found not reportable. There is no allegation of a complaint against this device, there is no reported malfunction. There is no indication that this device may have caused or contributed to the reported adverse event. It is unknown if the patient had any symptoms associated with the reported finding of osteophyte formation, or whether there was any treatment for this event. In addition, the investigator documented that this is "normal aging". If additional information becomes available, this determination should be re-reviewed by a clinician.

Manufacturer narrative:
Additional patient information: patient height is (B)(6). Date of symptom onset is unknown; however, the issue was confirmed during a follow up visit on (B)(6) 2011. This report is for one (1) unknown medium 5mm prodisc-c implant. Without a valid part and lot number, a UDI number cannot be generated. It is unknown if the implant has been (or will be) explanted. (B)(4). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported via (B)(4) study that patient (B)(6) was implanted with a medium 5mm prodisc-c implant at c6-c7 on (B)(6) 2005. There were no reported intraoperative complications. The patient was discharged to the home on (B)(6) 2005 with no complications. The patient experienced the following adverse events (aes) postoperatively: radiographs taken on (B)(6) 2010 (month 60): adjacent level disc disease at c5-c6 increased from detectable to mild. Visit date (B)(6) 2011 (month 72): the patient had anterior osteophyte formation at c5-6 and c6-7 (grade 1 out of 4 ho formation). This report will address the events discovered at the month 72 follow up visit on (B)(6) 2011. This report is for one (1) unknown medium 5mm prodisc-c implant. This report is for (B)(4).